Manufacturer narrative:
Medtronic received additional information that the patient developed an aortic arch aneurysm an unknown duration post valve implant. The valve was replaced as part of the aneurysm repair, and it was reported that the valve itself did "not fail". No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 days post implant of this 25mm bioprosthetic valve, it was explanted and replaced with a 27mm valve of the same model. The reason for explant is unknown. No additional adverse patient effects were reported.